Event description:
During a generator replacement surgery, when the new generator was connected to existing lead, high impedance was discovered. As a result, the lead was replaced. The explanted generator will not be returned by the explant facility. Per the surgeon, pin insertion was checked and ruled out as a possible cause of high impedance. System diagnostics performed during the surgery. Operative notes were received, which indicated that the battery function of the new generator was confirmed when testing with the test resistor. Thus the surgeon suspected the malfunction at the level of the electrode or vagus nerve. Vagus nerve was exposed within the neck, and extensive scar tissue about the nerve and electrode was observed. The excess scar tissue was cut in a piecemeal fashion and dissected free from the nerve using the dirk dissector. After the lead was replaced, lead impedance improved to a value of 1232 ohms consistent with good function.